Manufacturer narrative:
Patient identifier = sid= (B)(6). Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity s anti-hcv results on three donor specimens. The results provided were: on (B)(6) 2021 sid (B)(6)=(B)(6); on (B)(6) 2021=(B)(6); on (B)(6) 2021=(B)(6) / on (B)(6) 2021 vidas=(B)(6). On (B)(6) 2021 sid (B)(6) =(B)(6); on (B)(6) 2021=(B)(6)/ on (B)(6) 2021 vidas =(B)(6). On (B)(6) 2021 sid (B)(6) =(B)(6); on (B)(6) 2021=(B)(6); on (B)(6) 2021=1(B)(6)/ nat=(B)(6) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, specificity testing of alinity s anti-hcv reagent, lot number 29217be00. Trending review determined no adverse trend for the issue for the product. The three donor samples (sid: (B)(6)) were returned and evaluated.the returned samples were tested in-house with inno-lia hcv score and mikrogen recomline hcv igg blots. The inno-lia hcv score blots showed one reactive band for all three samples, final interpretation per package insert is indeterminate. The mikrogen recomline hcv blot showed one sample was negative per package insert while an evaluation for the remaining two samples was not possible due to the high level of hemolysis. The external laboratory testing resulted negative for all three samples per the roche elecsys anti-hcv ii package insert. Per abbott medical evaluation, the nonreactive results with alinity s anti-hcv ii and nat, reactive results with alinity s anti-hcv and vidas, and nonreactive results with roche elecsys anti-hcv ii obtained, indicate the hcv status of the samples is false reactive. We conclude that these samples do not contain hcv specific antibodies. The samples in question may contain antibodies that are cross reacting with the hcv antigens but are not true hcv specific antibodies. The customer data review for alinity s anti-hcv reagent, lot number 29217be00 was performed. The analysis included initial reactive rates (irr) repeat reactive rates (rrr) and specificity (assuming zero prevalence) across all us customer sites and us whole blood (wb) peer sites using this lot a review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s anti-hcv reagent, lot number, 29217be00.